Manufacturer narrative:
The event of "capsular contracture, baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported capsular contracture, baker grade iii/IV against right device. Device has been explanted.

Event description:
Healthcare professional reported capsular contracture baker grade iii/IV against right device. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, fold creases and broken of plug strap. A microscopic analysis and leak test were performed which identified three openings striated and broken sharp of plug strap. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: three openings striated in the side posterior assessed as surgical damage. Broken sharp of plug strap assessed as unidentified (tear) opening.